Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had a blank screen display. Customer's blood glucose was 270 mg/dl. It was reported that insulin pump first received a failed battery test alarm. It was reported that insulin pump was not dropped or bumped. During troubleshooting, caller reported that customer accidentally fell in a swimming pool while still connected to insulin pump. Insulin pump passed self-test. Insulin pump would be replaced per caller's request.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the battery out limit alarm due to the blank display. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.